Event description:
Reference number (B)(4). Event occurred in costa rica. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.